Manufacturer narrative:
Qn#(B)(4). The customer returned one swg and catheter for investigation. Visual inspection of the swg revealed the guidewire was unraveled as the core wire had separated from the distal weld. The guidewire had multiple bends throughout its body. Microscopic examination confirmed the proximal weld was spherical and intact. The most severe bends in the guide wire were located 353 mm and 402 mm from the proximal tip. The overall length of the guide wire measured 600 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.804 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The undamaged portions of the guide wire were advanced through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions-for-use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through both components with minimal resistance. The IFU also states: "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guidewire was also passed through the distal lumen of the returned catheter with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked. No patient harm reported.